Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Three different sized closure device were deployed and all recaptured due to patients anatomy. It was noted that there was difficulty when recapturing the 30 mm device. Once outside the body and looked at on the back table, the feet of the device were tangled on one side, which also looked this way when deployed in the laa. No crossing difficulty was noted. No patient complications occurred. Case was aborted.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman implant, without the delivery system. Analysis of the frame, anchors, fabric and sutures included microscopic and visual inspection. Inspection revealed one suture was stretched with a thin portion of the suture caught on a bent anchor, with numerous anchors damage (bent out of plane). The portion of suture that was caught on the anchor was unhooked, and the frame returned to the expected shape.

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Three different sized closure device were deployed and all recaptured due to patients anatomy. It was noted that there was difficulty when recapturing the 30 mm device. Once outside the body and looked at on the back table, the feet of the device were tangled on one side, which also looked this way when deployed in the laa. No crossing difficulty was noted. No patient complications occurred. Case was aborted.